Event description:
It was reported that the patient experienced a return of symptoms. A critical pump alarm was heard and confirmed by telemetry. Pump safe state occurred; reset occurred - low battery. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: the pump was replaced and would not be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: catheter model#8731 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk.

Event description:
Additional information: the exact symptom the patient experienced was increased spasticity. The pump was interrogated on (B)(6) 2012 and showed an estimated eri (elective replacement indicator) of 54 months; the eri was inaccurate. The logs showed reset occurred - low battery and pump in safe state on (B)(6) 2012. On (B)(6) 2012, the pump was programmed to deliver a dose of 99.9 mcg/day. The patient was indicated as "doing well". On (B)(6) 2012 a pump replacement surgery was noted to have been scheduled the following week. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)